Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the device comes preassembled and might have disassembled due to unintended force applied on it in the vertical direction, but a definitive assignable root cause could not be determined from the available information. Hence, the overall complaint is being confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 04.617.125s lot # 4l02095 manufacturing site: werk mezzovico release to warehouse date: 22 aug2019 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during the mounting of the implant on the holder, it touched the disc space and had to reassemble it, as it was not properly assembled under pressure. The peek part fell to the ground without anyone touching it, when the nurse was passing it to the surgeon. The implant was rejected and another one was used. The screwdriver was very used and it was difficult to fix the screws and the replacement was requested immediately. Procedure was completed successfully with ten (10) minutes surgical delay. This report is for one (1) zero-p lordotic h5 peek. This is report 1 of 2 for complaint (B)(4).